Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The customer reported that an additional error alarm was listed in the device's history. Blood glucose level at the time of the incident was 440 mg/dl, which was treated with a manual injection. The customer stated that the alarm occurred shortly after inserting a new battery and was advised that the insulin pump was behaving normally. The insulin pump was not replaced or returned for analysis.